Event description:
The pt said that they used the suspect device to check blood glucose. The pt obtained a result of 186mg/dl and was not feelng well. The pt performed a second test to recheck the blood glucose and the second result was 209mg/dl. The pt's family member called the emt's, who arrived and tested the pt's blood glucose at 40mg/dl on their equipment. The pt was transported to the hosp and treated with a glucose IV. The suspect device was replaced with new product and authorized for return to the MFR for eval. The pt reported that the hosp used controls on the pt's system and the results were out of range.